Event description:
Patient stated that they had knee replacement surgery on the (B)(6) in 2018 the device that was used was the depuy attune knee replacement system. Since (B)(6) patient has experienced a great amount of pain to where they know are relegated to a wheelchair and can only stand for 2 minutes with a cane. It was learned that the knee replacement had failed and became defective moving side to side and coming apart. Because of the pain that patient was experiencing they could no longer finish their education causing them to lose their degree. They are scheduled for revision surgery next month.